Manufacturer narrative:
Evaluation: results: evaluation of the returned product shows that the left window netting has a two inch rip in it.

Event description:
The customer reported that the window netting in the canopy has a hole. No pt injury was reported.